Event description:
It was reported that the procedure was to treat an occlusion in the right peroneal artery. The 1.5x20mm armada balloon dilatation catheter (bdc) was used in the procedure with the ht command es 300cm guide wire (gw); however, the bdc and the gw became stuck together during removal. Therefore, the bdc and the gw had to be removed as a single unit. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. A new bdc and gw were used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - a partial UDI was provided as the lot number is not known the additional device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to remove was confirmed as the wire was returned frozen in the catheter. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and a similar complaint query was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. It was reported that the balloon catheter encountered resistance with the guide wire during removal. Factors that may contribute to difficulty removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. In this case, dimensional analysis was performed on the return device. The tested sections of the wire were within specification, indicating a product quality issue did not contribute to the difficulty. It is possible that damage to the balloon catheter sustained during use contributed to the reported difficulty during removal; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d1 correction: brand name updatedd2a correction: common device name updatedd3 correction: name, address updated